Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/28/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was five error codes found. The manufacturer service center concludes that they could confirm the customer's allegation and there was visible foam degradation. In box d: device serviced by 3rdp, device avail. For eval and date returned was updated. In box h: device eval. By mfg, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.